Event description:
It was reported that the patient experienced bradycardia and the implantable pulse generator (ipg) was unable to be interrogated and was suspected to have reached end of service(eos). It was also reported that there was no pacing present and also no magnet response. The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.